Event description:
It was reported the patient side manipulator (psm) arm two cover did not have a nutplate to secure a missing screw. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm.

Manufacturer narrative:
The two patient side manipulators (psms) arms were returned to intuitive surgical inc.,(isi) isi for failure analysis investigation. Patient side manipulator (psm) arm two, part number 380900-01 and serial number (B)(4): engineering found that the psm failed the in-house weighted brake drop test. Failure analysis confirmed the reported brake failure along axis 2. The axis-2 brake was replaced to correct the problem. This complaint is being reported due to the patient side manipulator arm 2 failing the brake weight drop test during failure analysis. Although this was found during preventive maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.